Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of peritonitis and infection in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient experienced an infection and was hospitalized on that same day. Treatment was not reported. On (B)(6) 2012, the patient was discharged. On an unknown date in 2012, the patient recovered from the peritonitis. The patient was recovering from the infections. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the infection.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k15078 and h11j26044 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.